Event description:
It was reported that the right ventricular (rv) lead exhibited a high amount of short interval counts (sic), pacing impedance greater than 3 ,000 ohms, and oversensing on the ventricular channel resulting from a confirmed lead fracture. The lead was turned off and later explanted and replaced. The device was reprogrammed back to previous settings. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 507645 implantable pacing lead, implanted: (B)(6) 2011; product ID: d314drg implantable cardioverter defibrillator implanted: (B)(6) 2011. (B)(4).